Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: mitraclip system, steerable guide catheter, 2 additional implanted mitraclips. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of worsening mr and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, are known possible complication associated with mitraclip procedures. The mitraclip instructions for use states to confirm gripper line removability, then continue to clip deployment. After the clip is successfully deployed, remove the gripper line, which is performed prior to cds removal. All available information was investigated and the reported difficulty grasping appears to be related to procedural conditions and due to the leaflet tear. While it is possible that additional positioning/limited space on the valve due to two previously implanted clips contributed to the clip interacting with the chordae (physical resistance), this cannot be confirmed. The reported inability removing the gripper line was determined to be a result of user error, as the cds was removed prior to removing the gripper line. The reported patient effect of tissue damage (leaflet tear) appears to be a result of procedural conditions due to grasping attempts; the increase mr was likely a secondary effect to the leaflet tear. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the leaflet tear, gripper line issue and surgical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip was implanted medial and the second clip was implanted lateral, reducing the mr to 2. The third clip delivery system (cds) was advanced to the mitral valve. While positioning the cds, the clip became caught in the chordae. Standard troubleshooting was performed, and the clip was removed without injury. Additional grasping was performed in an attempt to get a good mr reduction, but the posterior leaflet became torn. At this point, the mr returned to 4+, and grasping was difficult due to the tear. The leaflets were able to be inserted, and the clip was deployed, but the mr remained at 4+. The cds was quickly removed in order to convert the patient to surgery; however, the physician forgot to remove gripper line. An attempt was made to remove the gripper line, but resistance was felt. The gripper line was covered with dressing and the patient was sent to mitral valve replacement surgery where the gripper line and clips were removed. The patient is currently stable. No additional information was provided.